Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Customer declined troubleshooting with tandem technical support for this issue. In addition, it was reported that the wake button was unresponsive. Customer applied more force to the button to resolve the issue. Customer's blood glucose level was 256 mg/dl.